Event description:
It was reported that the egms exibited noise on the custom channel as well as on the ventricular sense/pace channel. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.